Manufacturer narrative:
Evaluation conclusion = device has been evaluated but not repaired.

Event description:
The manufacturer received information alleging a ventilator was alarming. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's blower motor will be replaced to address the issue. The root cause of the blower motor failing was due to the hall sensors being out tolerance and an abnormal phase resistance.